Event description:
On september 3, 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010, the patient obtained the blood glucose reading of 167 mg/dl on the reported meter which was inaccurately high compared to her expected values. The patient took an increased dose of insulin based on this result. At an unspecified time afterwards, the patient experienced the symptoms of sweating and a rapid heartbeat. The patient did not seek any medical attention or treatment. The patient manages her diabetes with humulin n insulin on a sliding scale and humulin r insulin 12 units. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k061118.